Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii lvas confirmed internal driveline (dl) wire damage that could have contributed to the reported event. The device was returned assembled with the driveline (dl) cut approximately 3" from the pump housing, approximately 13.5¿ of the internal portion of the dl was also returned, and the remaining distal portion of the dl was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow), the outflow graft, and the outflow graft bend relief were not returned. The outflow elbow was returned connected to the pumps outlet port. Evaluation of the outflow elbow revealed no evidence of depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the device also revealed no evidence of developed depositions or developed thrombus formations. The disassembled pumps bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. However, the orange wire broke off at the pump¿s nipple housing. The inner conductor breakdown that caused the orange wire to break would have contributed to the driveline fault alarms captured on the submitted system controller log files. Additionally, breaches to the yellow, green, red, and orange wires were found approximately 1-3¿ from the proximal end of the pump housing and approximately 12-13¿ from the proximal end of the 13.5" segment of the dl. The observed wire damage appeared to be the result of abrasion against the braided shield due to repetitive flexing. If any of the exposed conductors contacted the braided shield while the system was operating on a tethered power source, the resulting short to ground could have resulted in a pump stop. Function also could have been compromised from a phase to phase short if the exposed conductors from any two wires made direct contact or simultaneous contact with the braided shield. Analysis of the submitted log file revealed multiple driveline fault alarms and yellow wrench advisories beginning on 8/21/2018. The system controller evaluation revealed that the driveline faults appeared to result from an issue with phase 3 (red and orange). Two no external power and low voltage alarms were captured. The system continued operation on the backup battery until external power sources were reconnected as intended, and support was not interrupted as a result of these events. The pump remained above the low-speed limit and appeared to be functioning as intended. The heartmate ii lvas IFU and patient handbook contain sections on ¿caring for the driveline,¿ and explain that all heartmate ii lvad drivelines have the potential for breakdown to occur dependent upon length of use and patient handling. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient had a driveline repair on (B)(6) 2017 which was reported under MFR report #2916596-2017-00825. Approximate age of device- 2 years, 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2016. It was reported that routine log files were submitted for review on (B)(6) 2018 on (B)(6) 2018. Based on the log file, the manufacturer's technical service found driveline faults on (B)(6) 2018 and (B)(6) 2018 which could be caused by driveline damage. The patient underwent pump exchange on (B)(6) 2018. The device will be returned for evaluation. The patient had a driveline repair on (B)(6) 2017.